Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the converter temperature shows chaos after the needle inserted into the patient. Two minutes later, the device wouldn't work and there wasn't any power output. However, the procedure was completed.

Manufacturer narrative:
One act1520 was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The customer reported that the temperature was not stable. The reported condition was confirmed. The water circulated normally through the sample but the sample did not read the temperature properly. Evaluation found the thermocouple solder joint was broken. This is a manufacturing related failure. Corrective action was implemented subsequent to the manufacture of the incident device. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the converter temperature shows chaos after the needle inserted into the patient. Two minutes later, the device won't work and there's no power output. The procedure was completed. Concomitant generator s/n is (B)(4).